Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have the plastic part covering the wire broken or damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was identified after central processing. There was no possible damage observed before sterilization. The instrument was inspected before the last usage. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have foreign particles spread out over the grip cables. The instrument was sprayed using air pressure and the foreign particle came off effortlessly. Visual inspection displayed no signs of physical damage to the instrument or cables. The instrument was fully functional. No product issue was identified. The complaint regarding [add complaint details] was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.